Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
The reported complaint was confirmed. Per the service repair technician (srt), the central control monitor (ccm) was close to its end of service life (eosl) and no additional servicing was done. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log review: on (B)(6) 2021, the system was powered up at 05:36:18 am. At 05:37:38 am, a perfusion screen was opened. At 01:28:16 pm, the central control monitor (ccm) stopped logging. About 30 seconds later the local area network/interface board (lan/if) logged a 'data communications error' buffer overflow. This indicates that the ccm likely froze, likely while the screen saver was running. The next log entry was on (B)(6) 2021 at 09:47:40 am. This is likely when the end user noticed the frozen screen. The log confirms the complaint. During laboratory evaluation, the product surveillance technician (pst) connected the ccm to lab use only (luo) testing equipment the screen saver initiated when the ccm was idle for six hours, interacting with the screen would reset the six hour timer. The ccm screen saver was observed and disabled when touching the screen as it should. This was conducted three times and each time the screen saver disabled with a single touch as it should. It was determined that the ccm met specification.

Manufacturer narrative:
Per field service representative (fsr), the user facility powered the unit down and then back up and the frozen screen was resolved. The fsr could not verify the frozen screen. He replaced the ccm. The unit operated to the manufacturer's specification.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control motor (ccm) froze while in the screen saver mode. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.